Manufacturer narrative:
At this time this lead remains in service. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead has been reported to have high pacing threshold due to suspected microdislodgement. A future revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, additional information received stating that the rate sense portion of this lead was surgically abandoned due to the high thresholds. A new lead was successfully placed. No adverse patient effects were reported.